Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a uterine prolapse and to repair a cystocele and a rectocele. The patient underwent the concurrent procedures of a total laparoscopy hysterectomy with bilateral salpingo-oophorectomy, paravaginal repair of a cystocele and a rectocele, intraoperative cystoscopy, and sacrospinous ligament fixation during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, bleeding, extrusion and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to extensive mesh exposure across the anterior vaginal wall which was tender and inflamed and to a distal rectocele with perineocele. (B)(4) - urinary problems; undefined recurrence; dyspareunia; mesh exposure; rectocele; perineocele; tenderness. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.